Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient called in to report that he lost his footing while at work and cracked the screen of his ilet. Investigation included logistical follow-up and tracking of the returned device shipment. Investigation of this case revealed a damaged display component with no reported alerts or alarms and no impact on therapy delivery as reported by the patient. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device resulting in a cracked screen.